Manufacturer narrative:
It was determined that the patient's right heart failure and death that were originally reported under MFR #2916596-2019-0471, will now be reported under MFR #2916596-2019-06022.

Manufacturer narrative:
Section d10: correction: only the percutaneous lead was received. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed brief low speed events and a pump stop while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 19" of the distal portion of the patient's driveline (dl) was replaced via work order#: (B)(4). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. A tape repair was present from the proximal side of the metal connector to approximately 2.25" from the metal connector. Upon removal of the tape repair, a tear to the outer silicone jacket was observed approximately 0.25¿ from the metal connector. The external bend relief of the jacket was torn down to the clear bionate layer, but the underlying bionate was unremarkable. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The center reported that it was suspected that the patient had a short-to-shield vs. Phase-to-phase and was admitted on (B)(6) 2019. On (B)(6) 2019, abbott technical services performed a distal end driveline replacement via work order#: (B)(4). There was reportedly a motor stop even post-repair after placing the patient on a regular, grounded patient cable. The patient was then placed on batteries to reduce exposure to additional pump stops. It was later reported that an hmii to hmii pump exchange was performed on (B)(6) 2019 without issue initially. The patient then suffered right ventricular failure on the new pump (heartmate ii lvas, serial number: (B)(6). An rvad was placed. The patient had decreased urine output and liver failure. The patient subsequently expired. These events are investigated under MFR#: 2916596-2019-06022. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate ii lvas, serial number: (B)(6) has not been returned for evaluation. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU outlines all system controller alarms (including low speed hazard and pump off alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A medwatch report was previously sent the uf/importer report number is # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pump stops on (B)(6) 2019. Patient in clinic for routine follow up (B)(6) 2019. Upon vad interrogation, low speed advisory, low flow and pump stop was seen starting on (B)(6) 2019. Log files and x-ray of drive line sent to abbott. Log files and x-ray confirmed short to shield. Log files captured the pump stop while the device was connected to the power module and this type of behavior has been linked to potential issues with the percutaneous lead. X-rays showed an area where there may be little shield separation at the distal end of the percutaneous lead. Patient was admitted to the coronary care unit (ccu) on (B)(6) 2019. It was suspected that the cause of the pump stops was due to short to shield versus a phase to phase short. Patient was maintained on an ungrounded cable or batteries while inpatient. Two abbott engineers arrived (B)(6) 2019 to perform external repair of percutaneous lead. There was a motor stop event post repair after placing the patient on a regular patient cable. The patient was scheduled for pump exchange on (B)(6) 2019. Patient¿s anticoagulation was placed on hold on admission and patient was placed on heparin drip. Heparin drip stopped at 0600 on (B)(6) 2019 and patient went to operating room for pump exchange. The patient went into right ventricular failure at some point during surgery with signs of multi-system organ failure and severe coagulopathy despite several reversal agents. A temporary right ventricular assist device was placed and the patient was taken to the cardiovascular intensive care unit where she continued to decompensate on very high doses of pressors, becoming more hypotensive with inability to maintain flow on both heart pumps. The patient had decreased urine output and liver failure. The patient's family and friends elected to withdraw support. The patient expired on (B)(6) 2019 at 2236 due to multi-system organ failure. No further information was provided.